Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a complaining about unexpected patient outcome in the left eye with post operative manifest refractive spherical values was more than one diopter after lasik surgery. There are two related reports for this event. This report addresses the patient's initials ih's in the left eye and other manufacturer reports will be filed.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after surgery date. Most recent technical site visit on confirmed device met specifications as per service installation record. Logfile review for the day of treatment shows all laser system functions were within specifications for the respective treatment. The system passed successfully all initialization steps. The user skipped the gas change and the scanner test and performed the needed energy check, eye tracker test and fluence test without any issue. The logfile shows thirty-four successfully performed treatments on that day. The reported treatment could be identified in the logfile. The user performed an energy check before the reported treatment. The energy was stable during the whole day. During the preparation of the treatment the warning message patient bed position undefined. Check bed position and selected eye appeared. It is not possible to see whether user corrected patient bed position or not in logfile. The logfile shows that the reported treatment with the left eye was performed successfully without interruptions. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. No root cause for the customers reported event could be determined, the device met specifications the manufacturer internal reference number is: (B)(4).